Event description:
Pt seen for wound infection one month postoperative and treated with antibiotics for one month. Pt returned for 3 month f/u where it was observed that implant was loose and site was infected and tender. The implant was loose and extruded. Pt to be reimplanted in (B)(6) 2014.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.